Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box revealed pump reboots. The battery compartment was undamaged. The returned battery cap was undamaged and able to fit and maintain electrical connection. The cap contact measurements were within specification. The ez-prime steps were performed correctly with no power interruptions occurring. The product performed within specification. The pumps cover was removed and there was no intermittent condition found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.